Event description:
A healthcare facility in (B)(6) reported via our distributor that the pins on the exhalation side for the heated wire are "deformed" on an rt210 adult breathing circuit. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the pins on the expiratory limb of the complaint device were tested to see if they could be connected to a heater wire adaptor. Results: the heater wire pins of the expiratory limb were out of specification as they were bent and split, therefore full insertion of the heater wire adaptor was not possible. A lot check revealed no other similar complaints for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bend during production or by the end user. (B)(4).